Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported experiencing high blood glucose and her blood glucose meter was not connecting to her insulin pump in order to bolus. The blood glucose reading was over 600mg/dl, and she is going to the hospital to seek medical treatment. Troubleshooting was performed, and the alarm history revealed multiple alarm errors. The customer mentioned that the insulin pump was stored with a depleted battery for an extended period. The caller stated that the escape and activate buttons were not responding during a bolus. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.